Event description:
It was reported that allegedly, tissue samples could not be collected from the prostate. Reportedly, according to the physician, he thought that the biopsy needle felt different at the time of puncturing. The physician punctured the site three times and could not collect the tissue. After the needle was replaced with another one, the tissue could not be collected successfully. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was returned for evaluation. The device was visually inspected and no apparent anomalies were noted , with the exception that the hub notch on the stylet was exposed. The stylet moved freely within the cannula. The needle was placed in a magnum driver, and it was noticed that there was a gap at the sample notch as well. It was also noted that it was possible to move the style back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The result of the evaluation is confirmed. Based on the info available, the DHR review and the result of the investigation, the definitive root cause is unk.